Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Fighting to retrieve tampon- vagina [foreign body in reproductive tract]. String broke while removing tampon [complication of device removal]. String unraveling - tampon broke [device breakage]. String thin, unraveling [device physical property issue]. Case description: consumer reported via e-mail that one tampon string was unraveling and one string broke. No serious injury reported.